Event description:
Reporter alleged that the meter showed signs of burning and melting. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.